Manufacturer narrative:
Alleged failure: going into standby when cautery pencil is activated the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is that the radio frequency (rf) interference from the cauterizing cable caused ghost presses on the font panel of the light source, causing the screen to believe the white light standby button was pressed and toggling white light into standby mode.  In this case, white light would still be able to be toggled back on either from the camera head or from the front panel of the light source. Per the l11 IFU ((B)(4). ), the warnings: general section states ¿to minimize electromagnetic interference that may impact functionality of the l11 led light source, position any active electrosurgical generator and its cables at least 12 in (30 cm) away from the light source console. When the electrosurgical generator is placed on a boom with the light source console, it is advised to position the generator on the lowest shelf.¿   the product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.